Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient reported that after getting home from implant surgery, she was unable to connect her patient programmer to her device. She saw the poor communication screen and the call your doctor icon with a por (power on reset) message. The therapy has turned off and reset to shipping parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.